Manufacturer narrative:
Patient outcome was not provided by reporter. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
An (B)(6) female patient underwent aaa and right common iliac artery aneurysm repair with general anesthesia on (B)(6) 2010. The patient's anatomical form was suitable for the procedure. Final angiography revealed possible type I, type ii and type IV endoleak. Ballooning at proximal site was performed just in case, and angiography was performed again. Then the physician thought the endoleaks were type IV from the main body and type ii from lumbar artery. The physician decided to take follow-up observation since the endoleaks were thought to be resolved after heparin neutralization. Activated coagulation time was 290 seconds when final angiography was performed. The patient's condition after the procedure was not provided by the reporter.